Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 385 mg/dl . The customer was assisted with troubleshooting. The customer did not mention any symptoms and treatment related to high blood glucose level. Customer stated that they were able to clear the alarm and were able to rewind. Customer stated that the insulin pump passed the self test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. In addition to this, adjusted the audio options audio volume, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a software error and due to a loose connection or a cold solder joint at keypad assembly. (B)(4).